Manufacturer narrative:
The product information has been added. This report is submitted on february 13, 2020.

Manufacturer narrative:
Additional information regarding the product details have been requested; however, not made available as of the date of this report. This report is submitted on october 14, 2019.

Event description:
Per the clinic, it was reported that the patient developed an infection at the implant site and was treated with a topical cream applied directly to the site (type, duration and date not reported). It is unknown whether the infection has resolved.